Event description:
It was reported that the unknown drain bag would not drain.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 2 drainage bag with inlet tube and sample port connector. Both drainage bags were filled with water and drained out water with no difficulties. No blockage was present within bag. Therefore, the reported event is unconfirmed. DHR review is not required as the reported event is unconfirmed. A labelling review is not required as the reported event is unconfirmed. Correction: d, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the unknown drain bag would not drain.